Event description:
Caller reported that after resetting pump, touchscreen became unresponsive, flickered intermittently, and was deemed unusable due to moisture exposure during yard work. There was no provided information on whether the customer's blood glucose level exceeded 500 mg/dl, but corrective actions suggest management of insulin delivery. Customer was instructed to keep screen and hands dry and was unable to resolve the issue. Customer switched to mdi as backup therapy and was advised on necessary steps before sending defective pump back to tandem. A replacement pump was shipped to the customer after confirming address details, with instructions on how to handle the new pump and return the old one.